Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is confirmed. Visual examination of the returned product/provided pictures identified all show signs of use. Sample 1 has been cycled 2 times and there were no sutures or anchors returned with the device. The front-end assembly has fractured off and a portion of the fractured tabs remain in the handle of the device. The black push button functions with no issues and there is no flashing present. Sample 2 has been cycled 2 times and both anchors and the sutures were out of the needle upon the return to our lab. The black push button functions with no issues and there is no flashing present. Sample 3 has been cycled 1 time and both anchors and sutures remain in the needle. There is no flashing present. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 110024773 lot: 67038580 juggerstitch curved implant (x2). G2: foreign- france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the anchor would not release. On one of the anchor models, the handle broke as well. This caused a delay of twenty minutes in the procedure. Attempts have been made and no further information has been provided.